Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. In addition the recipient suffered from an infection at the implant site for the past six years, which was treated with antibiotics. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had chronic staphylococcus infection in the area of the implant for the past 6 years. A few months ago she was no longer able to hear with the device. Explantation of the device was recommended in order to allow the infection to heal. The user is currently using bone conduction glasses and the device will not be explanted until a visiting surgeon is in the country to conduct the procedure but no date has been scheduled as of (B)(6) 2022.

Event description:
The user had chronic staphylococcus infection in the area of the implant for the past 6 years. A few months ago she was no longer able to hear with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.